Event description:
It was reported that the trial broke off from the trial inserter while in the disc space. Trial was able to be removed and case was finished successfully with no complications

Manufacturer narrative:
Visual inspection;device history review; complaint history review; risk assessment. The device was inspected and it was found that the tip was fractured. The fractured piece was still threaded inside the returned trial. No relevant manufacturing issues were identified as all units met specifications. It is likely that the device fractured due to device fatigue as a result of normal use (> 4 years).

Event description:
It was reported that the trial broke off from the trial inserter while in the disc space. Trial was able to be removed and case was finished successfully with no complications.